Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: during a deployment of an 18f manta device after a tavr procedure, the manta pulled through the artery requiring surgical repair. During deployment the device was pulled passed yellow/green, and the blue tube extended way beyond grey marker band. Additional information received on 16-nov-2021: during a tavr procedure, two attempts with a micro puncture kit under ultrasound guidance was used to gain access over the femoral head and above the bifurcation in the right cfa. The right cfa vessel size was 7.1mm and had no calcification and no tortuosity. Manta depth was measured at 5.5cm + 1cm. During the tavr procedure, there were no issues with advancing or withdrawing procedure sheaths. Prior manta deployment, sbp was 150mmhg, act was 147, 60mg of protamine and a total of 9000units of heparin was given intravenously. Hemostasis was not achieved, and patient had surgery to repair the artery. The patient is reported doing well post-surgery.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted as 7.1mm, no calcification, and a deployment depth measurement of 5.5cm + 1cm. Micro puncture and ultrasound guidance were used to gain a high access stick. A second attempt positioned the access over the femoral head above the bifurcation. No issues were encountered advancing or withdrawing procedural sheaths. During deployment, the physician pulled back past red and pushed the blue lock advancement tube out beyond the gray marker band. This action did not allow the implant to properly secure within the artery, causing the manta device to pull out of the artery. The artery was surgically repaired. The IFU indicates in step 5: deploy device and seal puncture: maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. Note that the tension gauge indicator will show a red zone when excessive force is applied. While maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. Lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. While maintaining the position of the blue lock advancement tube, increase tension on the manta closure handle slightly, until an audible click is heard. If bleeding persists after the use of the manta device, access the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
As reported: during a deployment of an 18f manta device after a tavr procedure, the manta pulled through the artery requiring surgical repair. During deployment the device was pulled passed yellow/green, and the blue tube extended way beyond grey marker band. Additional information received on 16-nov-2021: during a tavr procedure, two attempts with a micro puncture kit under ultrasound guidance was used to gain access over the femoral head and above the bifurcation in the right cfa. The right cfa vessel size was 7.1mm and had no calcification and no tortuosity. Manta depth was measured at 5.5cm + 1cm. During the tavr procedure, there were no issues with advancing or withdrawing procedure sheaths. Prior manta deployment, sbp was 150mmhg, act was 147, 60mg of protamine and a total of 9000units of heparin was given intravenously. Hemostasis was not achieved, and patient had surgery to repair the artery. The patient is reported doing well post-surgery.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.